Event description:
This is report 1 of 3 involved in this peritonitis event. This is a report of peritonitis in a patient coincident with peritoneal dialysis (pd). Dianeal therapy was ongoing. The patient experienced peritonitis. On an unreported date, the patient experienced redness, discomfort and pain by catheter exit site. The patient was not hospitalized for the event. The cause of peritonitis was not reported. The patient was being treated with unspecified medications. The patient was recovering from this peritonitis event.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for h13b21023 with no issues noted during the manufacturing process. There were no deviations from standard procedure. Exception summary on the as400 exception management system was reviewed for this batch with an exception noted for the batch but does not indicate any issues related to the complaint. A review of all batch record documents was performed for h13a21025 with no issues noted during the manufacturing process. There were no deviations from standard procedure. Exception summary on the as400 exception management system was reviewed for this batch with no exceptions were noted for the batch. Should additional relevant information become available, a follow-up report will be submitted. Same patient as cmplnt-001630351 and cmplnt-001630356.

Manufacturer narrative:
(B)(4). Patient was being treated with kelfex 500mg for one week. The patient recovered from this peritonitis event.

Manufacturer narrative:
(B)(4).